Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as intended. The patient underwent an ipg replacement procedure. Additional information was received that the ipg was replaced with a magnetic resonance imaging (MRI) compatible device. The patient was doing well postoperatively and the explanted device was discarded by the medical facility.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as intended. The patient underwent an ipg replacement procedure.